Event description:
The helipaq coil could not be detached though the detachment control box (dcb) display had no problem. The pre-deployment electrical check was not preformed. Upon pressing the power button, all lights illuminated and the audible signal beep was heard. There was no serious injury or additional intervention required. No additional information was provided for this case.

Manufacturer narrative:
(B)(6). Complaint conclusion: the product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. Since there was no evidence of a manufacturing issue related to the complaint, no corrective action was taken.